Event description:
It was reported that the patient was having difficulty charging the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216 sn:(B)(6). The returned ipg was analyzed and the ipg was charged fully from its hibernation state. A review of the patients data indicated that the ipg had been charged fully, and the battery depletion rate was within the expected range. It passed all tests performed and exhibited normal device characteristics. The reported event was not confirmed.